Event description:
The biomedical engineer reported an infusion pump with an 810:11 failure code that occurred during patient use. The biomed stated that there was no report of any patient injury or medical intervention resulting from this failure. The pump was infusing at a rate of 100ml/hr with a volume of 400ml, but it was unknown what type of medication was being infused, whether a bag or syringe was being used and the type of tubing. Additional contact information was requested but no additional contact was identified. There have been no report of any patient incident involving this pump since the last baxter service event.